Event description:
It was reported that the patient received inappropriate therapy and had presented to the emergency department complaining of dizziness. The implantable cardioverter defibrillator (ICD) classified ventricular tachycardia (vt) during the patient's atrial tachycardia (at)/ atrial fibrillation (af). There was also oversensing and far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ICD device was explanted and replaced. Also, the ra lead exhibited low impedance. The ra lead was capped and replaced.